Manufacturer narrative:
An event regarding malposition involving an vitalock cluster hip shell was reported. The event was confirmed. Method & results product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of medical records with a clinical consultant indicated "this case involves a 78-year-old female who underwent a cementless left total hip arthroplasty in the past and developed recurrent dislocation requiring revision of the cup liner and head. I can confirm that dislocation of this hip occurred since I was able to see an x-ray with the dislocation. However no markings or identification or dates are seen on the radiographs. I cannot confirm that the revision occurred because I have no documentation except for the date of explantation in the summary. The root cause of this event cannot be determined with certainty. Causes of late recurrent dislocation of a total hip arthroplasties are multifactorial including surgical technique factors and patient factors including activity level and bmi. In my opinion, the acetabular cup appears somewhat vertical which can contribute to abnormal stresses on the soft tissues causing them to stretch out and allow dislocation. I don't see any obvious cause of impingement but I do not have the operation report or office notes. Since I don't immediately recognize the stem involved, it would be interesting to see if it was ever identified as a stryker stem. It appears that a stryker head was used on that taper. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event was confirmed via clinical review of the provided medical records. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to chronic dislocations. Additionally, the surgeon wanted to change the shell position as he felt it was impinging with the stem. A shell, head, and liner were revised. Rep confirmed that no further information will be released by the hospital or surgeon.